Manufacturer narrative:
(B)(4): the customer reported that the unit failed to charge the battery. There was no report of patient involvement. The customer determined that the ac power module had failed. The customer ordered a new ac power module which resolved the failure. As of 03/21/2011, there have been no further calls from his customer site regarding this issue.

Event description:
The customer reported that the unit failed to charge the battery. There was no report of patient involvement.